Event description:
The garrotte wire did not deploy completely. The digital image showed a 1mm loop left after garrotte deployment. The surgeon tried to re-deploy but was unsuccessful. The doctor manually transected tissue with scissors.